Event description:
It was reported that the patient experienced infection at the ipg and extension sites. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.